Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator. It was reported that the health care provider was doing a regular elective replacement indicator battery replacement and when he connected the existing lead to the new battery, the lead tail with a white marking was not aligning all these into the battery chamber. The health care provider examined the lead and there was no break in the lead, but it did look slightly misshaped. It did engage finally into the battery. Impedances were check and electrodes 10 and 15 were out of range. The lead was not replaced, and the patient was able to be reprogrammed in the recovery room where the stimulation was good and it felt like it did previous to the battery replacement. There were no patient symptoms or complications reported. The issue was resolved at the time of the report.